Event description:
The patient was implanted on (B)(6) 2013 for right femur fracture. Patient was returned to o.r. On (B)(6) 2013 for removal of trochanteric fixation nail, helical blade and locking screw due to non-union. Reportedly, patient experienced pain/irritation/discomfort. Patient right hip hardware removal was then revised to total hip arthroplasty. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.